Manufacturer narrative:
One turnpike lp 135cm was returned to vsi for evaluation. The catheter tip was separated and not returned with the unit. The ptfe inner layer was exposed and twisted. The separated piece was about 2mm long. The turnpike mid-shaft ID section was enlarged. This is consistent with over torquing the device. The event description states that the tip of the catheter was separated and left in the patient's body. A manufacturing record review was completed and zero nonconformances were related to this event. The shaft of the catheter showed signs of torque damage. The most likely root cause for this failure is damaged during use.

Event description:
Physician was removing turnpike from the lcx and wasn't sure if the tip was still on the catheter, or it had sheared off, also the lesion was very calcified. When catheter was completely removed, physician noticed the tip free floating. Additional information received, it was reported, the tip was not removed from patient.